Event description:
It was reported that the physician believed that the patient's generator was depleting prematurely. The patient has been implanted for approximately 2.5 years and the battery is showing 11-25%. Device history records were reviewed, and this device subjected to the laser routing process. No additional information has been received to date.

Event description:
Additional programming history was received. The patient¿s generator shows signs of premature battery depletion. A battery life calculation was performed using the patient's last settings and did not support typical battery depletion. Surgery is likely but has not occurred to date. No additional information has been received.

Event description:
Programming history review was completed for the patient's generator. The battery was depleting as expected. Data around the time of the reported event was not available to assess. No additional or further information has been received.